Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right inferior limb lower extremity. An ht command es guide wire was inserted into the patient anatomy through a 5fr introducer sheath. The ht command guide wire failed to cross the lesion due to the calcification. The guide wire got stuck in the calcification, resistance was felt with the patient anatomy during removal and the tip of the guide wire stretched. The guide wire did not separate. A new ht command es guide wire was used to successfully complete the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched tip was unable to be confirmed; however, the polymer coating was noted to be torn. The reported failure to advance and the reported difficulty to remove was unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Interaction with the calcified anatomy and/or manipulation of the device resulted in the reported stretched tip and noted torn polymer coating. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.